Event description:
Litigation papers alleged: elevated blood levels of chromium and cobalt; severe and debilitating pain, rashes and hearing problems, and anxiety, fear, mental anguish and other emotional and physical damages. Patient suffered an inability to walk and move.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.